Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller stated they went to the healthcare provider (hcp) yesterday and were told that the patient is not releasing enough water, is retaining urine and they were told to call to adjust stimulation settings. Caller stated that the external devices need to be charged up and she will call back at a later time for assistance if needed. The patient called again and adjusted stimulation to a comfortable level. No further complications were reported.